Manufacturer narrative:
Additional information provided by the agent: the stem held very strongly distally. Explantation of the stem was more difficult than expected. Batch review performed on 29 april 2019: lot 157345: (B)(4) items manufactured and released on 21-apr-2016. Expiration date: 2021-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical manager: partial hip revision surgery (stem and head) occurred 2 years and 8 months after cementless total hip arthroplasty in a (B)(6) man. Radiographic images provided show the presence of radiolucent lines around the stem and bone resorption in the greater trochanter region. Aseptic loosening is a possible literature described adverse event after cementless tha and causes are often unknown. In this case, reason of failure cannot be determined. Visual inspection performed by hip r&d project manager: the visual investigation highlights a stem condition in line with the diagnosis. Ha layer mostly intact in the proximal part, and in the far distal-tip end. Femoral neck shows signs of extraction.

Event description:
Revision surgery performed due to stem loosening 2 years and 6 months after primary. Stem and ceramic head revised successfully.